Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016, a medtronic representative performed an imaging system check-out, system inspection, cable grade and safety inspection areas passed. Mechanical and imaging modalities test failed. System does not boot-up. Return requested. Replacement fuse 10a/250v shipped to site 06/07/2016. This part was discarded by the site and will not be returned to manufacturer for analysis. On (B)(4) 2016, a medtronic representative replaced the fuses and performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that their imaging system would not boot-up, the image acquisition system (ias) was not charging. When they rotate the switch to the on position, the mobile view station (mvs) did not boot-up and the line power light was not working. The imaging system was parked and not in use. No further details regarding this issue were provided. There was no patient present when this issue was identified.